Event description:
It was reported by the patient's legal guardian (lg) that they sought medical attention due to hyperglycemia. The patient's blood glucose level reached 487 mg/dl with a ketone level of 4.1 mmol/l while the pod was worn on the hip/buttocks between 37 and 48 hours. The patient was taken to the emergency room at the american hospital in dubai with symptoms including extreme thirst and fatigue. Blood and ketone tests were performed, and insulin was administered to lower the blood glucose level before activating a new pod. The patient was discharged after 7 hours in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.